Manufacturer narrative:
The device was manufactured at one of the following facilites: baxter healthcare - mountain home. 1900 n highway 201. Mountain home ar 72653. United states. Baxter healthcare - dominican republic. Carretera sanchez km 18.5. Parque industrial itabo, piisa. Haina, san cristobal 91000. Dominican republic. The device was not returned and the lot number is unknown. Therefore; a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm.the patient was connected at the time of the alarm. This occurred during drain 2 of 5 of peritoneal dialysis therapy. During troubleshooting, it was determined that there was a loose connection between the transfer set and patient line of the homechoice cassette that led to this alarm; the patient line disconnected as the patient was moving around the room. The patient reconnected the line. Renal therapy services (rts) assisted with clearing the alarm and provided options for continuing therapy. Proper procedures per the user manual reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.